Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 1 was deployed. During advancement of the tissue dilator, the operator met with a lot of resistance. The sheath was placed without difficulty. But when the collagen was advanced into the sheath, the operator met with resistance on the plunger. The deployment was continued, but reportedly felt funny. When the sheath was removed from the patient, it was noted that a portion of the sheath was missing. The operator did not attempt to locate the missing piece and continued with the procedure by holding pressure for approximately 5-6 minutes. Hemostasis was achieved and the patient was sent home without any further complications. The device was returned to datascope for evaluation.